Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that balloon broke during the preparation. There was no patient involvement.

Event description:
It was reported that balloon broke during the preparation. There was no patient involvement.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Information provided in the complaint indicated that the balloon was noted to be broken prior to use, during preparation and the device was prepared per the dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.